Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that the cartridge leaked, casued by a broken cartridge seal that allowed insulin to pool in the pump chamber overnight, while using an Inset 23" set with iLet. Symptoms included a hyperglycemic peak of 640 mg/dL with associated ketones, nausea, and vomiting. Outcomes included delayed treatment causing extended hyperglycemia with a successful correction after a supply change and site replacement. Investigation included analysis and troubleshooting, product replacement, and user education on supply change and site replacement. Investigation of this case revealed a cartridge leak and compromised seal consistent with component failure of the cartridge and an infusion set issue that resulted in under delivery of insulin and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the cartridge seal and associated infusion set connection.